Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "outcomes of charnley total hip arthroplasty using improved cementing with so-called second- and third-generation techniques" written by shiro hirose, hiromi otsuka, takkan morishima, and keiji sato published by journal of orthopaedic science j orthop sci (2012) 17:118¿123 doi 10.1007/s00776-011-0180-x published online 22 december 2011 was reviewed. The article's purpose is to present the outcomes of charnley total hip arthroplasty performed using improved second- and third-generation cementing techniques. Data was compiled for the second generation technique was from 57 hips implanted between july 1983 and march 1995 with an average follow up of 14.5 years (patients average age at surgery 64.9 years). Data was also compiled for the third generation technique was from 34 hips implanted between december 1998 and march 2001 with average follow up of 8.4 years (patient average age at surgery 66.8 years). For the second generation technique, all patients were planted with cemented charnley stem (cement was non depuy) and acetabulum was charnley unflanged socket. The 3rd generation technique, all patients were implanted with cemented charnley elite plus with a charnley flanged socket on the acetabular side. Survivorship was measured by revision as the end point. As charnley was not owned by depuy until circa 1989 and the article does not provide adequate information to determine quantities of charnley components were depuy. Adverse events noted: revision for aseptic loosening of either or both femoral/acetabular components. Although not stated, it is reasonable to conclude that all loose components deemed loose for revision and components connected to loose components were explanted and replaced.